Manufacturer narrative:
Intellanav open-irrigated ablation catheter was returned to boston scientific for laboratory analysis. Visual inspection did not reveal any defects. The functional test showed the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. A leakage test was performed, and the device passed without problems. A flow test was performed without errors or pump messages. The device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flowed freely. An electrical test with an rf ablation test was performed, and the device was found within specifications. Laboratory analysis was unable to confirm the reported clinical observation, the catheter passed all relevant testing.

Event description:
It was reported that the catheter exhibited a saline leak and was difficult to irrigate. Prior to an ablation procedure to treat atrial fibrillation in the left atrium an intellanav stablepoint open-irrigated catheter was selected for use. The saline solution was not coming out properly when the catheter was being flushed outside of the patient. When checked, a large amount of liquid was leaking out at the same time as it was spraying from the tip. The catheter was exchanged for another of the same model. The procedure was completed with no patient complications. The device has been returned for analysis.

Event description:
It was reported that the catheter exhibited a saline leak and was difficult to irrigate. Prior to an ablation procedure to treat atrial fibrillation in the left atrium an intellanav stablepoint open-irrigated catheter was selected for use. The saline solution was not coming out properly when the catheter was being flushed outside of the patient. When checked, a large amount of liquid was leaking out at the same time as it was spraying from the tip. The catheter was exchanged for another of the same model. The procedure was completed with no patient complications. The device is expected to be returned for analysis.